Event description:
It was reported that at device replacement, the device could not be interrogated and there was no pacing output. The patient was symptomatic bradycardia. Approximately 4 months prior the battery had minimum 9 months remaining. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Other text : implantable pulse generator, it was reported that at device replacement, the device could not be interrogated and there was no pacing output. The patient was symptomatic bradycardia. Approximately 4 months prior the battery had minimum 9 months remaining. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination, component/subassembly failure device was out of specification in a manner that relates to event, interrogate, difficult to output, none.